Event description:
It was reported by the site via adverse event form that, "the pt was experiencing excessive hip pain and acetabular insert crack at the operative site as of 2008. The event occurred intraoperatively. Pt received "a small pelvic fracture from surgery" the site was uncertain as to if this was related to the device and explained their uncertainty by stating that "under reaming of acetabulum resulted in crack on the insertion of shell." The event resulted in persistant or significant disability/incapacity."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available, a supplemental report will be issued.